Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. The patient was negative when repeated. The following data was provided: sid (B)(6) processed on (B)(6) 2024 alinity initial result = 26.395 iu/l repeat result = <0.730 iu/l repeated on another analyzer = <0.730 iu/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the module, performed troubleshooting procedures, and found the sample alinity pipettor probe (03r96-01) sticky. Service replaced the part, and the issue was resolved. No additional discrepant results have been reported since the service activity was completed. The alinity pipettor probe (03r96-01) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for alinity I/architect ia revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the alinity pipettor probes (03r96-01) and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module processing module, serial number (B)(6), or alinity pipettor probes (03r96-01) was identified.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. The patient was negative when repeated. The following data was provided: sid (B)(6) processed on (B)(6) 2024 alinity initial result = 26.395 iu/l repeat result = <0.730 iu/l repeated on another analyzer = <0.730 iu/l no impact to patient management was reported.